Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was having intermittent pain at the lead site. It was noted that it was inflamed and the patient was prescribed antibiotics and it went away, but it came back. It was also reported that there was a knot at the lead site.